Event description:
On (B)(6) 2009, pt reported both of her up and down buttons did not work. Had pt put the infusion device into stop mode, turned the beep volume up, and beep and vibrate on. Pt reported she pressed and held down the down button and it did not respond. She stated she pressed and held down the up arrow button and it beeped. Pt reported she noticed the buttons didn't work properly during normal use. She stated the buttons pop back up after being pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.